Manufacturer narrative:
Based on the claim against the product by the customer noting that the cadiere forceps instrument did not move as surgeon wanted, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. No image or video was available for review. A review of the instrument log for the cadiere forceps (part number 471049-08/lot number k10211025 0029) associated with this event has been performed. Per logs, the cadiere forceps instrument was last used in a procedure on (B)(6) 2022 via system sk0184. The alleged instrument had 1 remaining use after last procedural date. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the cadiere forceps instrument moved with unintuitive motion (e.g. Unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted transthoracic esophagectomy surgical procedure, the cadiere forceps instrument did not move as the surgeon wanted. The procedure was completed with no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the cadiere forceps instrument moved in an unintended direction. The procedure was successfully completed with a back-up instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and the complaint regarding non-intuitive movement was not confirmed by failure analysis. The cadiere forceps instrument was placed and driven on an in-house system, passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips/tips opened and closed. No non-intuitive motion was observed during in-house testing. Additionally, the cadiere forceps was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.100¿ - 0.147¿ in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal we over time due to friction against cannula. The complaint regarding non-intuitive motion was not confirmed by failure analysis. The probable root cause of non-intuitive motion cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the cadiere forceps found no functional issue. The cadiere forceps was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event.